Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right ventricular (rv) lead perforation. It was also noted there was pericardial effusion. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.